Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump.additional text: outflow graft bend relief.specific component(s) involved: outflow graft malfunction/malposition. Rellief on outflow graft partially disconnected from pump other component:causative or contributing factor: no specific contributing cause identified.other cause: intervention(s): none.